Event description:
It was reported that outside of surgery that the unit was functioning incorrectly. After evaluation of the returned product, it was determined that the cutter failed the test cut. There were no harm, injury or delay associated with the event. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the test cut with an incomplete cut. The cutter was returned to the customer without repair as they cannot be fully repaired without replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 00982. MFR - 0001526350 - 2023 - 00983. MFR - 0001526350 - 2023 - 00984.